Manufacturer narrative:
The handpiece has been received at the manufacturer for investigation. An evaluation was conducted and the complaint was confirmed. According to the investigation details, the motor was corroded. The motor, rotor and other components were replaced.

Event description:
It was reported that the handpiece overheated. It is unknown if there was patient involvement or adverse consequences associated with this event. The customer did not have any additional information to provide about the event.